Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The up and down keypad buttons are intermittently responding to user inputs during testing and require excessive force to activate during testing. There was evidence of keypad contamination found under the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad button issue. Reportedly, the contrast, up, and down arrow buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.